Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple occlusion alarms with high force. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, occlusions, or issues. The pump successfully completed the 24 hour duration test without call service alarms or issues. The force sensor calibration was found to be within required specification. The pump cover was removed and there was no evidence of moisture or damage to the force sensor circuit. The original complaint of an occlusion issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.